Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple pump errors. Customer also reported that self test was performed and it did not pass. Customer's blood glucose was 167 mg/dl. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the motor arm cannot communicate with the main arm or the critical block and inverse critical block did not add to zero noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on keypad assembly.